Event description:
It was reported that approximately 18 months post implantation of 2 xience v stents in the proximal left anterior descending (plad) coronary artery, the patient experienced a stomach ache and chest distress, which was determined to be an inferior wall myocardial infarction and which led to a cardiac arrhythmia and death. An electrocardiogram was being performed at the time of death. No treatment was provided. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, myocardial infarction, arrhythmia, and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.